Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that this event occurred during a screening colonoscopy procedure. Reportedly, this event caused no delays or undue patient outcome. The customer went on to confirm that no repeat procedure was necessary.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was failing to capture images during a diagnostic colonoscopy procedure. According to the initial reporter, she was eventually able to manually capture images using the mouse and complete the procedure with no reports of patient harm. Reportedly, this event occurred on the first patient of the day. This complaint is related to report with patient identifier( B)(6).

Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.